Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va04v0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot#: va16ubr, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot#: va04v0n, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The implantable neurostimulator (ins) and lead were sent for analysis on 2018-05-19. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis: analysis of the implantable neurostimulator (ins) (serial# (B)(4)) passed functional testing. There were no issues when pressing on the ins can. Ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis: analysis of the lead (lot# va16ubr) identified that the {x} conductor(s) was/were broken in the distal end of the lead. Analysis identified the outer insulation of the lead was {broken//torn} under the {} electrode(s). Analysis observed the distal end of the lead was stretched. Product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead; product ID: 3889-28, lot# va16ubr, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# va04v0n, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead; product ID: 3889-28, lot# va16ubr, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# va04v0n, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
There was no complaint against lead (lot#va04v0n). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va16ubr, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot# va04v0n, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that there was a loss of efficacy and a lead fracture. Also, impedance readings were performed and the lead read over 4000 ohms on multiple electrodes. The lead and ins (implantable neurostimulator) were replaced. It was noted that the patient had multiple falls, which could be a factor that may have led or contributed to the issue. It was noted that the issue was resolved at the time of the event. There were no further complications or anticipations reported with this event.